Event description:
The customer reported via telephone call that the insulin pump had been alarming for no delivery of insulin. The customer did not know the blood glucose reading at the time of the alarm and reported that it was resolved by a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #3004209178-2015-57606.